Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: pump was on patient. Symptom: preventative maintenance (pm) due. Pump assembly noisy. Baseline not steady. Findings/action taken: removed pump assembly. Metal showing and screw inside drive housing. Replaced pump assembly. Performed pm and functional. Replaced fiberoptix connector. Pass pm and functional checks. The pump was on a patient at the time of the noise. The patient was immediately moved to another pump. There were no reported patient complications, injury or death.